Event description:
In reviewing a series of joint infections that appeared to be clustered together, we determined that one link for all of these surgical procedures was this device. The manufacturer was contacted, and we determined that we were cleaning and processing this device according to the manufacturer's recommended procedure. Our sterile processing staff noticed the device had a screws that could be removed, however, we were told that they did not need to be removed. We removed the screws and found bio-burden in the device. This was again shared with the manufacturer who said there was no way for this to get out of the device. We have stopped using this device at our facility. We feel this device may have been a causative factor in the joint infections, however, are unable to make a direct link. Same reporter as mw5038492, mw5038493, mw5038494, mw5038496, mw5038497.